Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery, when opened the packing, cracks were found on the surface of the product. After blows, the liner was broken. All the pieces were removed from the patient. Another device was used to complete the surgery. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for analysis. Examination of the provided photographs confirmed the reported event. Ceramic insert can be observed fractured into several pieces. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> shop orders (B)(4) and (B)(4) were identified for the insert. Protocols and certificate of conformance of each lot number were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review ==> a manufacturing record evaluation was performed for the finished device (121881752/9921087) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for analysis. Examination of the provided photographs confirmed the reported event. Ceramic insert can be observed fractured into several pieces. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> shop orders 7011638075 and 7011642681 were identified for the insert. Protocols and certificate of conformance of each lot number were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review : a manufacturing record evaluation was performed for the finished device (121881752/9921087) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Visual examination of the returned device confirmed the reported event. The ceramic insert was fractured into multiple pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the ceramic insert belongs to the shop order (B)(4) . Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. Device history review : a manufacturing record evaluation was performed for the finished device (121881752/9921087) product and lot numbers, and no non-conformances were identified.